Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During device preparation, contact force was not displayed and a message appeared that the catheter was intended for single use only. Reconnection and restarting the systems did not resolve the issue. A new catheter was used to complete the case. There were no adverse patient consequences.